Event description:
A customer in india notified biomerieux of a misidentification associated with vitek® ms instrument (reference 410895). The customer reported low discrimination identifications with the vitek® ms instrument and good identification with the vitek® 2. There were six (6) identification issues observed: isolate 1 = lab ID (B)(6) (gram positive rods). Vitek ms result : low discrimination to cupriavidus pauculus / ralstonia mannitolytica and no identification. Vitek 2 result: brevibacillus choshinensis. Isolate 2 = lab ID (B)(6) (gram positive rods) vitek ms result : low discrimination to moraxella osleonsis / enhydrobacter aerosaccus and no identification. Vitek 2 result : brevibacillus borstelensis. Isolate 3 = lab ID (B)(6) (gram positive rods). Vitek ms result : low discrimination to acinetobacter iworfii / acinetobacter schindleri and no identification. Vitek 2 result: low discrimination (lysinibacillus sphaericus/ lysinibacillus fusiformis). Brevibacillus choshinensis/ bacillus far raginis. Isolate 4 = lab ID (B)(6) (gram positive cocci). -vitek ms result : low discrimination to moraxella osleonsis / enhydrobacter aerosaccus. Vitek 2 result : kocuria rhizophila. Isolate 5 = lab ID (B)(6) (gram positive cocci) vitek ms result : low discrimination to legionella pneumophilia / raultella ornithinolytica and no identification. Vitek 2 result : staphylococcus warneri. Isolate 6 = lab ID (B)(6) (gram positive cocci). Vitek ms result : low discrimination to moraxella osleonsis / enhydrobacter aerosaccus. Vitek 2 result: granulicatella elegans. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to six misidentifications associated with vitek® ms instrument (reference 410895). The customer reported low discrimination identifications with the vitek® ms instrument and good identification with the vitek® 2. The support team analyzed the data provided from the tests performed. Conclusion on the system: based on the data received for investigation, the system needed a fine tuning when the tests were done. A new fine tuning of the instrument was then completed on 06oct2018. The spot preparation quality was not optimal. It was observed on the calibrator spots (all peaks number sometimes heterogeneous) and on the sample spots (high variation of the all peaks number between duplicate spots and "bad spectrum during acquisition" error messages obtained). Conclusion on the identification: as no reference method (sequencing) has been made to confirm the identifications, the expected identifications are unknown. However, based on gram staining information provided in the complaint, the vitek ms results are not correct. The vitek ms results obtained are "low discrimination" results. This is not considered a final result. As per vitek ms knowledge base user manual ref. 161150-564-a for vitek ms clinical use v3.1, paragraph "limitations": "additional laboratory tests, as determined by microbiology laboratory protocols for low discrimination results, are necessary to complete the organism identification." Suspected cause of the issue: non-optimal spot preparation, non-optimal fine tuning.